Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to pelvic organ prolapse, sui, rectocele, stage 2 cystocele, and pelvic pain. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2011 due to mesh retraction and recurrent rectocele. It was reported that patient underwent mesh revision/removal of distal posterior colporrhaphy on (B)(6) 2012. Surgery description-extensive revision of vaginal mesh, enterocele repair.